Event description:
A us dist contacted zoll to report that electrode belt sn (B)(4) had non-functional therapy electrodes (tes).

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) was confirmed. As received, the belt failed incoming testing. Upon eval, there was an open along the front pulse wire between the dn and ECG 'b'. The cause of the non-functional tes is the open pulse wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the defective electrode belt.